Event description:
It was reported that the customer's sterrad nx was emitting oil mist. There were no reports of human reactions due to this event. An asp field service engineer (fse) was dispatched to assess the unit.

Event description:
It was reported that the 180 cm prowater guide wire and the non-abbott support catheter was unable to cross the chronic total occlusion in the moderately tortuous and moderately calcified distal right coronary (rca) artery. The prowater was exchanged out for a fielder xt guide wire which was able to cross the rca, but the non-abbott support catheter was still unable to cross the rca and was removed from the pt. The fielder xt was left inside the pt and a non-abbott balloon was inserted, but was unable to cross the rca. The tornus specialty catheter was prepared per the physician's request. Prior to the tornus entering the guiding catheter, it was realized that the tornus was expired. Although, the physician was made aware of the tornus' expired status, the physician elected to continue using the expired device and proceeded to insert the tornus into the pt anatomy. The tornus was able to cross the lesion allowing a non-abbott balloon dilatation catheter to subsequently cross the lesion and complete the procedure with an unspecified stent. There were no adverse pt effects reported. There was no additional info provided.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05191 for the other associated device information. It was reported to boston scientific corporation that an endovive replacement balloon g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during preparation, outside the patient the balloon was injected with saline. It was noted that the balloon was irregularly shaped. When inflated the balloon went sideways instead of vertically which allowed the catheter to move in and out uncontrolled. The physician got another endovive replacement balloon g-tube and experienced the same issue, when inflating the balloon it was irregularly shaped. The procedure was successfully completed with a third endovive replacement balloon g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forth coming. A follow-up will be submitted with all relevant info.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. It was reported that the physician was aware that the tornus catheter was expired prior to use and elected to use the tornus catheter inside the patient even though it was expired. It should be noted that the asahi tornus indications and important safety information states: be sure to use the product before the expiration date indicated on the label. There were no adverse consequences to the patient by using the expired tornus.